Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified volume of albumin, at an unspecified rate, via a plum pump. It was reported that during the connection of the option-lok male adapter of the tubing set to a needless valve connector, the spin collar of the option-lok could not tighten onto the needless valve connector. The customer contact indicated that at an unspecified time, the delivery was started; however, the nurse did not leave the pt's room. It was reported that within two minutes after the delivery was started, the option-lok male adapter disconnected from the needleless valve connector and an unspecified volume of solution leaked. The customer contact reported that the tubing set and pump were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).